Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient name was not showing up. The customer reported that the user had to manually add the patients to the station, which slows down the removal of medications in urgent situations. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced a significant delay in transmitting new patient information. A technical support specialist (tss) assisted the customer by change the settings in server to check the "show preadmission" option. The system functioned as intended after the technical support specialist verified the device.